Event description:
Discordant high (false positive) troponin (tni ultra) results were obtained with 5 patient samples on an advia centaur xp immunoassay analyzer. The discordant results for the first 4 patients were reported out to the clinicians. The discordant result for the 5th patient was not reported out, as the customer had already identified the problem before the 5th sample was run. The clinicians questioned the results due to the patients' clinical conditions. The laboratory then retested the samples on the same advia centaur xp analyzer, and obtained lower results that correlated with the patients' clinical conditions. Corrected reports were issued for the first 4 patients. Only the repeat result was released for the 5th patient. There were no known reports of patient treatment being altered, or delayed due to the discordant tni ultra results. There were no known reports of adverse health consequences due to the discordant tni ultra results.

Manufacturer narrative:
A siemens healthcare diagnostics field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument, the fse noticed that the fluid lines were not emptying correctly and suspected a blockage or restriction in the vacuum lines. He observed that the y-fitting connecting the water trap, fitting 1, and the main system vacuum line was contaminated. The fse removed and cleaned it, and placed it back on the system. The fse then performed a vacuum test and got acceptable results. The fse also checked the instrument cycling to confirm that there were no fluid overflows. The fse concluded that the cause of the discordant high tni ultra results was due to a blockage in the waste lines. The instrument is performing according to specifications. No further evaluation of the system is required.